Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2014 with the following findings: battery compartment is cracked. The crack runs from the case seal to the battery cap. Keypad is worn, but there is no evidence of peeling or tearing to the keypad. During testing the keypad was found to function normally without having any problems with springback or needing excessive force. Unable to duplicate customer complaint. As per procedure removed keypad cover from pump, contamination was found underneath the contrast, up, down, and ok button contacts. When booted the display is a dim red color with no vibe present. Audio could be heard. With pump opened the vibration motor pins were found to be out of alignment, when reset vibe was found to be present.